Event description:
It was reported that this pacemaker went into safety mode. While in safety mode, there was oversensing of noise. The patient was admitted to the hospital the following day and replacement procedure was completed. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Event description:
It was reported that this pacemaker went into safety mode. While in safety mode, there was oversensing of noise. The patient was admitted to the hospital the following day and replacement procedure was completed. A new pacemaker was successfully placed. No additional adverse patient effects were reported. This product has been received by boston scientific for further investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.